Event description:
It was reported that during a left internal carotid artery stenting procedure, the rx acculink stent jumped during deployment. A second rx acculink was successfully deployed to fully cover the lesion. There was no adverse patient sequela reported. One day post procedure, the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Inaccurate delivery can be the result of, but not limited to, interaction with lesion/anatomy, physician technique, sheath damage, and/or damage to the handle components. To ensure this is not a result of a manufacturing deficiency, all acculink stent systems are 100% visually inspected for damage and a sampling of units is destructively tested to verify proper stent deployment. In this case, as a result of the inaccurate delivery, a second rx acculink was successfully deployed to fully cover the lesion. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this report. Without return of the product, a definitive cause for the reported deployment difficulty cannot be determined; however, there is no indication of a product quality deficiency.